Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to two compromised low-voltage capacitors, which resulted in a high current condition.

Event description:
Boston scientific crm received information that this device was explanted for unspecified reasons. It was later returned for reliability analysis. To date, no adverse patient effects were reported with this clinical observation.